Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H11: the actual device was received for evaluation. Visual inspection was performed which identified the tubing separated from the second y-site clearlink in the upstream part. Further inspection identified a lack of solvent; the solvent was not applied in all the circumference of the tubing. Additionally, the insertion of the tubing into the second y-site clearlink was not according to specification.the reported condition was verified. The cause of the condition was due to improper assembly during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink continu-flo solution set came apart from one of the y-connectors (clearlink). This event occurred while priming the set with normal saline. There was no report of patient injury or medical intervention associated with this event. No additional information is available.